Event description:
A surgeon reported two patients with overcorrected cylinder following intraocular lens (iol) implant surgery. He stated he did not explant this patient's lens as he planned and is currently closely monitoring the patient's vision. Additional information has been requested. There are two medical device reports associated with this event. This is for the first patient.

Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested 07/14/2011, 07/18/2011, 07/27/2011 and 08/01/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).